Event description:
The patient was in pain and was taken to the hospital on (B)(6) 2012 because the pump "wasn't giving her anything for pain." The patient had dropped her ptm (personal therapy manager) in water and was unable to use it to administer a bolus dose. The patient was admitted. The patient was home as of (B)(6) 2012. The patient was given some oral pain medication, but was needing to take too much of it to keep her out of pain. The patient was looking to get the ptm replaced. It was also noted that the patient had moved and was in the process of finding another pump managing physician. The device system was delivering morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information was received. It was found that the pump and catheter were both explanted, though no details were reported.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4). Final analysis of the pump found that there were no anomalies. Final analysis of the catheter found coring in the cup of the sutureless connector, though no leaks were seen.

Manufacturer narrative:
(B)(4)